Event description:
#Medwatcher #(B)(4). I had the essure procedure back in (B)(6) 2012 to prevent pregnancy. I started having issues right away, heavy bleeding, periods every 3 weeks, horrible cramps, abdominal pain, back pains, leg pain, depression, anxiety, panic attacks, hair loss, painful intercourse, loss of sex drive and adenomyosis leading to laparoscopic assisted vaginal hysterectomy on (B)(6) 2014 at only (B)(6).